Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the buttons were sticking. Buttons had delayed response. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose was 540 mg/dl at time of call. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces also, and was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement, basic occlusion, self test and a21 error test. The operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.